Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18183179/18183179.

Event description:
It was reported that the patient underwent an explant procedure due to sepsis. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.